Event description:
Pt with a unicondylar knee implant was revised to a tkr.

Manufacturer narrative:
Pt with a unicondylar knee implant was revised to a tkr. Reason for revision surgery is unk. Review of the device history record indicates that the device was manufactured to spec. Device eval: explanted poly insert was returned for eval. The main wear pattern appears dulled and has a typical surface area. Round shallow indentations are present around the main wear pattern. There is a widespread pattern of smaller less prominent indentations across the insert superior surface outside of the tibio-femoral contact area. The indentations are consistent with a foreign body within the joint space and do not indicate a device problem.